Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional 510(k) number: k013227.

Event description:
It was reported that implant was removed due to implant fracture at tooth location 19. Inflammation and edema were also reported.

Event description:
Previous event date reported was entered incorrectly. Correction is being submitted. No further event information available at the time of this report.

Manufacturer narrative:
This report has been relayed to correct and error in the previously reported submission (MFR#: 0002023141 - 2021 - 00005). The following section has been corrected: b3: date of event : corrected to (B)(6) 2020.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) & one (1) unknown lz screw were returned for investigation. Visual evaluation of the as returned product identified the implant fracture at the collar. Bone tissue was seen on the external threads. Screw is stuck inside the implant drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 19 (universal) and was used for approximately 5 years 28 days. The customer provided one (1) x-ray, the implant can be seen fractured at the collar. DHR review for lot number (62752540) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62752540) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed as physical evaluation identified the fractured implant. The following sections have been updated: b4: date of this report d4: expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative